Manufacturer narrative:
During the quality investigation testing, overheating was duplicated. Further investigation revealed corrosion of the ball bearing and oscillating saw. The parts were replaced, the device was repaired and returned to the customer.

Event description:
A stryker micro oscillating saw was sent in for repairs due to the device overheating during testing prior to the procedure. There was no pt involvement and no adverse consequences were associated with the event.